Event description:
It was reported that during a lap cholecystectomy case, the device stopped working. The tip had broken off two thirds of the way from the distal tip. Finished case with spatula/bovie. No pt consequence reported.